Event description:
During an ercp procedure, the physician used a cook endoscopy zimmon pancreatic stent set. During stent placement, the pushing catheter fragmented into pieces as the pushing catheter was exiting the endoscope and into the pt. Some portions of the fragmented pushing catheter were retrieved with a snare and the remaining portions were left to pass naturally through the pt's gi tract. The stent was successfully placed. The pt did not suffer an adverse event because of this occurrence.